Event description:
Voluntary medwatch received states it was reported that the patient's low-voltage lead was explanted and replaced due to an unknown reason. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction- section b5: voluntary medwatch received states that the patient's low-voltage lead was explanted and replaced due to an unknown reason. The patient experienced no adverse consequences.

Event description:
Voluntary medwatch received states that the patient's low-voltage lead was explanted and replaced due to an unknown reason. The patient experienced no adverse consequences.